Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was unpacked on (B)(6) 2021. It was reported that the packaging pouch was taken straight out of the box; however, the nurse observed that there were brown stains on the packaging of the clips. It is as if the clip wrap had been indirectly installed, either at the factory or in another location. There was no patient or procedure involved in this event.

Manufacturer narrative:
Block h6: medical device code a180104 captures the reportable issue of foreign material on the packaging pouch. Block h10: investigation results : the resolution 360 clip device was returned and technical analysis was completed. Analysis of the returned product revealed that the device was returned inside the pouch and brown stains were found on the pouch. Further testing was performed and according to the blood detection test, and the result was negative for blood, however, the theory about blood on the pouch cannot be ruled out since blood evidence could be lost during decontamination process and this step was performed prior to blood detectiontest. The reported event was not confirmed. This issue is likely traced to the inappropriate transport or storage of the device. Therefore, the most probable root cause is cause traced to transport/storage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was unpacked on (B)(6) 2021. It was reported that the packaging pouch was taken straight out of the box; however, the nurse observed that there were brown stains on the packaging of the clips. It is as if the clip wrap had been indirectly installed, either at the factory or in another location. There was no patient or procedure involved in this event.